Event description:
It was reported that the device was explanted after an implant duration of approximately 0.1 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was noted that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When the 3.0x20mm promus element stent was being prepped for use, stent damage and a shaft kink was noted. The procedure was completed with another 3.0x20mm promus element stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but is similar to an approved us device.